Manufacturer narrative:
Information contained in this report was previously submitted though asr on 22/jul/2017. Device analysis: visual analysis of the returned device identified: opening, crease/fold, brown particles, separation of the plug strap. A leak test was performed and found an opening on the posterior side. A microscopic analysis was performed which identified a sharp edged opening, assessed as unidentified (tear) opening. A dimension measurement in the shell was performed which identified the thickness as within specification. Wear abrasion also identified. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. Striated separation of the plug strap, due to surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probably cause for this event. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Do not treat capsular contracture by forceful external compression, which will likely result in implant damage, deflation, folds, and/or hematoma. Capsule firmness must not be treated by overexpansion of the device. Radiation to the breast ¿ allergan has not tested the in vivo effects of radiation therapy in patients who have breast implants. The literature suggests that radiation therapy may increase the likelihood of capsular contracture, necrosis, and implant extrusion. Capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant deflation, and it is one of the most common reasons for reoperation. Patients should also be advised that additional surgery may be needed in cases where pain and/or firmness are severe. This surgery ranges from removal of the implant capsule tissue to removal and possible replacement of the implant itself. This surgery may result in loss of breast tissue. Capsular contracture may happen again after these additional surgeries. Capsular contracture may increase the risk of deflation.

Event description:
Healthcare professional reported a left side deflation, "serous fluid from the implant pocket and the implant shell was nearly completely empty of its same contents," "calcification" and capsular contracture, baker grade iii. Healthcare professional clarified that the serous fluid was really just residual saline solution from the implant. Device was explanted.